Manufacturer narrative:
Investigation of this event is in progress. A supplemental report well be submitted upon conclusion of the investigation.

Event description:
It was reported that the patient experienced a burn on the abdomen. According to the report the highest treatment level used was 3.0, the patient's pain was managed with an unknown drug that was administered intravenously prior to or during the procedure. The patient was not alert or able to provide feedback to the clinician during the procedure. The patient reportedly applied antibiotics and steroids at home to treat the burn. Additional information has been requested but has not been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Requested treatment tip was not returned and thus could not be evaluated. An evaluation of the data card indicated error messages were prompted during the treatment to alert the operator is not maintaining full contact of treatment tip with skin and that the treatment tip was too warm. Since the treatment tip was not maintained in full contact with the skin the cryogen could not flow through the tip. This technique issue results in over-temperature errors of the treatment tip and leads to an unsafe treatment condition. If errors occur during treatment the rf delivery is stopped and the system will display instructions for the operator indicating what action may be required to resolve the issue. Additionally, solta recommended that patient be able to provide feedback regarding perception of heat or discomfort during the procedure as essential input to guide the operator in determining safe treatment levels. In this case the patient was sedated and unable to provide any feedback. The lot number was not provided, and the device was not returned. Therefore, a device history review (DHR) and product evaluation could not be conducted. Burns, blisters, scabbing, and scarring are possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.